Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The report indicated that the peritonitis was manifested by abdominal pain. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unknown date, the patient began treatment with an unknown antibiotic (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.